Manufacturer narrative:
Continuation of d10: product ID 977c165, lot# serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the lead and ins were replaced due to out of range electrodes. A return of pain was also reported. Impedances were checked in a wens to see if the cause of the oor message was due to the leads and not ins. The cause was not determined, but the issue was resolved. The devices will be returned. The issues are attributed to the system. The rep noted they would submit any new information that becomes available.

Event description:
Patient reported that there was 'settings not available, cannot provide your desired settings message. Patient said something was going on with leads in their back. They had blocked out some of them before because patient could not adjust the settings up. This time group a quit again and would not adjust up over 2 months ago. Then group b a month ago and finally group c over a week ago. Patient was getting 'settings not available' message. Rep reported unable to increase stimulation without getting ¿settings are not available¿ error message. Had patient change positions to see if impedances changed at all, but they did not. High impedances (40000) were reported.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2016 and product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial#: (B)(6), implanted: (B)(6) 2016, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot#: (B)(6), ubd: 27-may-2020, UDI#: (B)(4). B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). The reason for call, was patient was trying to adjust the intensity to raise it a little bit. And they got settings not available, unable to provide desired intensity setting. The patient was redirected to their healthcare provider to further address the issue. Agent sent email to reps for visibility. Additional information was received, from the patient (pt). They reported, that to their understanding, one point on each of the two leads was in contact with either scar tissue or fluid buildup. The technician "masked out" the two points, which were indicating an issue. Pt noted, their stimulator was working now. Pt met with another medtronic technician about 1 week after, the first session, because another point had to be "masked out".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep reached out multiple times for the location of the ins, however ultimately, they were told they couldn't locate it and don't know where it is.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2016 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported they were not aware of scar issue/ fluid build up. Patient reported there were impedance issues. Rep reported there was a therapy issue and patient could not turn up their stimulation. Rep reprogrammed around the impedance in order to provide therapy for the patient. Issue has been resolved.